Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the act button was harder to push and wonders its going out. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that they had to press act button more than once. The device will not be returned for analysis.